Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a port placement in the right jugular vein, the flushing was allegedly not smooth when flushing the catheter. It was further reported that some plastic substances in the catheter were adhered and could not be flushed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp that are cleared in the us. The pro code and 510 k number for the MRI powerport isp are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the opened package which includes guidewire and its protective sheath, dilator and sheath unopened, needle unopened, non-coring needles unopened, vein pick, cathlock, butterfly winged needle infusion set and syringe which was attached to the port catheter stylet which was then connected to the catheter. Brown color-stained fluid was noted in the package. However, the investigation is inconclusive for the reported device contamination and difficult to flush issue as no evidence was found in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement in the right jugular vein, it was found that the flushing was allegedly not smooth when flushing the catheter. It was further reported that some plastic substances in the catheter were allegedly found to be adhered and could not be flushed. There was no reported patient injury.